Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the second of three reports. Refer to 8030647-2024-00043 for the first report. Refer to 8030647-2024-00045 for the third report it was reported, the "balloon" surrounding the closed suction catheter (csc) inflated with air. The device was replaced; there was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 11 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: d1; d2; d4 additional information: d4. The device history record for lot 30289213 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed: the sleeve was free of tearing or damages; the manifold was free of cracks or any deformation and the irrigation assembly appeared intact; overall, the sample appeared not used. During testing of the sample, the control valve functioned as intended when pressed down, it went back up to the upward position. Additional testing: the catheter tip with skives was placed outside of the peep seal area, on the manifold test adaptor, past the collar towards the inside ¿o¿ sleeve; air to the sleeve was visible which caused the sleeve to blow-up (air inflation observed inside the sleeve). The reported event could be confirmed as reported; the root cause is traced to the manufacturing process. All information reasonably known as of 16 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.